Manufacturer narrative:
Medical device expiration date: unknown. (B)(6) PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd obturator for venflon /safelon broke while in use. The patient was x-rayed but the missing piece was not found. As of the date of this report, the patient remains hospitalized but the hospitalization is not related to this incident. This incident did not cause an injury or any health complications to the patient.

Manufacturer narrative:
Results: one used sample without packaging from an unknown lot # was returned for evaluation along with one used bd venflon pro safety catheter wrapped in a dressing. A visual/microscopic inspection observed part of the shaft (tail) of the obturator was missing from the unit and the area where the shaft (tail) separated from the unit had the characteristics of a break (uneven and jagged edges). A simulation was performed to replicate the break by using scissors to cut the device. The simulation was successful and showed that the damage sustained to the simulation unit had similar characteristics to that of the returned unit. A review of the device history record could not be performed as a lot # was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that a probable cause for the break in the device was an impact of considerable force or the use of scissors. Our quality engineer also notes that another potential cause for this failure is that the unit may have become jammed on the feeding system. The modification to the ma66, obturator assembly machine vacuum pick-up head, was implemented on (B)(4) 2015. The tail clipping issue with the pick-up head was a known potential problem in the past and was addressed with a modification to the pick-up head being the solution. Without a lot #, bd is unable to determine if the device implicated in this incident was manufactured before or after the modification to the ma66, obturator assembly machine vacuum pick-up head. Due to a low incident rate of complaints for this type of defect and the root cause being indeterminate a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.